Event description:
During urological procedure using a resectoscope with a coaguloop the pt's legs twitched when the bovie was activated. Site of bovie pad right thigh was clear and without redness or irritation noted.